Manufacturer narrative:
(B)(4). As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. (B)(6). (B)(4).

Event description:
According to the reporter, the device was used in an esophageal resection and anastomosis in a patient with cancer. The orvil anvil was difficult to attach. The procedure was converted to an open procedure thoraco - brake - laparotomy to recover the device and to perform the anastomosis. The patient was hospitalized, they have not removed the tube, for filing a pachypleuritis that require pulmonary decortication.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea xl 25mm single use stapler with 3.5mm staples and one dst series eea orvil 25mm device opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The orvil anvil was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade and one of the retainer legs of the orvil anvil was observed to be bent. Functionally, a pmv representative orvil anvil was used for firing due to the observed retainer leg damage of the clinical orvil anvil. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. Functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the device history records could not be performed because the lot numbers were not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed orvil anvil damage may occur if the orvil anvil is manipulated with excessive force during the attachment to the instrument, or if the orvil anvil is mishandled during the removal from the tubing. Replication of the observed secondary, unrelated to the reported condition knife blade damage may occur if the instrument is applied over an obstruction.